Event description:
During the atrial fibrillation/typical atrial flutter procedure, a pericardial effusion occurred which required a pericardiocentesis. A non (B)(6) (versacross access pigtail wire by boston scientific) was used along with a 13f agilis sheath to gain transseptal access. The transseptal access was successful and the left atrium was mapped with an advisor hd grid mapping catheter. When mapping the right veins, transseptal access was lost. Transseptal access was attempted again, but the wire advanced posteriorly into the left atrium and into the descending aorta, resulting in a pericardial effusion which was seen on ice. The issue was recognized quickly, the hole was not dilated any further, and a pericardiocentesis was performed to stabilize the patient. Eventually, the wire was withdrawn after heparin reversal was complete. After the non (B)(6) (versacross access pigtail wire by boston scientific) was removed, a bend was noted. The effusion was caused by the non (B)(6) (versacross wire by boston scientific) exiting the posterior wall of the left atrium and into the descending aorta. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).